Event description:
This 1 of 3 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a multiloc surgery with a short nail on (B)(6) 2013, the most proximal of the distal locking screws missed the nail, twice. It was reported that an aiming arm was used, and that the drill sleeve did not aim in the center of the nails locking hole. No further information is available at this time. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the pd evaluation are as follows: a function test was performed. No deviation was found. The part has been forwarded for additional investigation to manufacturer. The results of the manufacturing evaluation are as follows: at the manufacturing plant, there were no obvious signs of damage detected and the function gauges are well mountable. Unfortunately we are not able to determine the exact cause which has led to this occurrence in the hospital. The present devices were analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. (B)(4).